Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while treating a (B)(6), male patient sparks were seen under the electrodes while discharging. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. The customer has been contacted; however has not been able to provide detail of the event, or the information related to the type of electrode pads.